Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The device was bloody, and the dilator was snapped into the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed tip damage (stretched/misshapen), with numerous kinks in the sheath and sheath buckling in the curve of the device. Inspection of the rest of the device found no other damaged or defect. The reported kink was confirmed.

Event description:
It was reported that a kinked occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The device was deployed but the was sheath kinked when the device was fully recaptured. The procedure was completed with a different was and no patient complications were reported.

Event description:
It was reported that a kinked occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and watchman laa closure device & delivery systems (wds) were used. The device was deployed but the was sheath kinked when the device was fully recaptured. The procedure was completed with a different was and no patient complications were reported.